Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a loss of leg mobility following their permanent implant procedure. As a result, the patient underwent surgical intervention wherein the entire system was explanted to address the issue. Reportedly, the issue resolved.